Event description:
During placement of the drainage catheter, the physician attempted to remove the metal cannula and stylet, when he encountered slight resistance. Upon removal, it was noted the wire guide had separated. Fluoroscopy revealed the tip was within the porta hepatis. User facility was further advised that at this time, the physician has no plans to retrieve the separated tip.